Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2, after the dissection process was completed, they started to perform branch ligation. However, after cutting several branches it was noticed that the plastic coating around the jaws of the harvesting tool had separated from the metal in the jaws. Due to this defect, the device was deemed unsafe for use and was immediately removed from the surgical field. A new device was opened up and the remainder of the case was finished with no other complications. No injuries occurred due to the defect. The only surgical delay was the time needed to open up a new kit which was about 2 to 3 minutes. The generator was correctly set at the setting of 3 during the entire case. Per the photos it shows that the silicone has lifted. No parts of the device detached from the harvesting tool.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 07/11/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be peeled away from the hot jaw from the base of the hot jaw, exposing the entire metal hot jaw. The clear silicone insulation on the cold jaw was observed to be intact. The shaft of the device closest to the base of the jaws was observed to be peeled away from the shaft. No other visual defects were observed in the photograph. An investigation was conducted on 07/16/2025. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on the hot jaw was observed to be peeled away from the hot jaw from the base of the hot jaw, exposing the entire metal hot jaw. The clear silicone insulation on the cold jaw was observed to be intact. The shaft of the device closest to the base of the jaws was observed to be peeled away from the shaft. Based on the photographic evaluation as well as the condition of the device as well the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed and the analyzed failures "material twisted/ bent wire" and the analyzed failure "peeled; delaminated; shaft" were observed. The lot # 3000370277 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.